Event description:
In 1987 pt had bilateral submuscular surgitek gel implants placed. Pt developed progressive deformity on the right side. Right implant was grossly disrupted and the left implant was removed but not ruptured.